Event description:
Event description boston scientific crm received information that within one day following implant of this pacing system, an eight second ventricular pacing failure was observed. It was also noted that the lead displayed increased threshold measurements. Despite programming the device to maximum output, another pacing failure was observed the following day. During the revision procedure, blood was noted within the insulation of atrial lead and the atrial port on the device header. Lead measurements on both leads were noted to be consistent and within normal limits. The pacing failure was suspected to be due to blood/body fluid intrusion in the header, inappropriate tightening of the setscrews, or other device issue. The decision was made to explant the device and surgically abandon the atrial lead. A single chamber device was implanted.